Event description:
Boston scientific received information that this patient had presented to the emergency room for ventricular tachycardia (vt) that resulted in appropriate therapy delivery. During device evaluation oversensing of this left ventricular (lv) lead was observed, however did not result in pacing inhibition. Upon further investigation it was found that the lead was displaying a loss of capture with increased pacing threshold measurements. A chest x-ray was performed in which it was determined the lv lead had dislodged. The lead was successfully repositioned with no additional observations noted. There were no adverse patient effects beyond the ventricular tachycardia (vt) reported.

Manufacturer narrative:
This lead was repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.